Manufacturer narrative:
Per tandem user guide: only use humalog® or novolog® u-100 insulin, as any lesser or greater concentration can result in serious health consequences. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Customer's blood glucose level ranged from 164-180 mg/dl with trace ketones. Reportedly, the customer is using fiasp insulin. Customer changed pump supplies to address the issue.